Event description:
Associated regulatory report information added to this report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tactiflex catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tactiflex ablation catheter sensor enabled instructions for use (IFU) and a "check contact force baseline" message was displayed during multiple ablations indicating a reset of the contact force should have been performed as recommended in the ensite x system contact force module IFU; however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During the atrial fibrillation procedure, cardiac tamponade occurred requiring a pericardiocentesis to stabilize the patient. Difficulty was noted with transseptal puncture using a non-abbott device (brocken brough needle by boston scientific). After several attempts were made, including using rf energy with rf needle under ice guidance, the left atrium was approached and premap was performed using advisor vl mapping catheter. After mapping, while ablating the right pulmonary vein (rpv), the contact force sometimes became 50-60 grams, and the contact force momentarily exceeded 100 grams. After the rpv isolation, when the left pulmonary vein (lpv) was isolated, it was found that the blood pressure decreased. When checking fluoroscopy, the pulsation appeared to be slow. A transthoracic echocardiography was done which revealed a cardiac tamponade. A pericardiocentesis was performed and the patient stabilized. The procedure was completed without replacing the catheter and there were no adverse consequences to the patient. No perforation was confirmed. The physician does not know whether the cardiac tamponade occurred during the brockenbrough procedure, mapping, or ablation. There were no reported performance issues with any abbott device.